Manufacturer narrative:
No imagery was provided by the complaint site. The device was not returned for evaluation as it was discarded by the site. A lot history review of the related work order revealed no additional complaints for the related complaint code. The work orders related to the manufacturing of the devices and components that could potentially contributed to the complaint. None of the other work orders above revealed any issues that may have contributed to the reported event. The complaint was unable to be confirmed and the occurrence rate did not exceed (B)(6)2020 control limit for the related trend category. Therefore, a complaint history review is not required. During the manufacturing process, multiple (B)(4) visual inspections and tests are performed throughout the process. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Instructions for use (IFU), system preparation manual were reviewed for instructions or guidance for proper use of the commander delivery system with sapien 3 ultra valve. No IFU/ training deficiencies were identified. The complaint was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the device history record (DHR), lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ¿the level of calcium was not high, the valve was implanted directly, no vessel tortuosity¿. Although the vessel of calcium was not high, the presence of calcification can be a challenging anatomy for the balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A definitive root cause was unable to be determined. However, it is possible that patient factors (calcification) contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformance or IFU/training deficiencies were identified and complaint rates did not exceed the control limits for the applicable trend category, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in spain, during deployment of the sapien 3 ultra 23mm valve by transfemoral approach, once the valve was positioned in place in relation to annular plane, the balloon was inflated to nominal pressure.  When the valve was deployed to 90% of diameter approximately, the balloon suddenly burst.  No air bubbles came out and no neurological consequences were observed. The tear in the balloon was observed to be longitudinal and it could be removed from the patient in a safe manner. The delivery system and sheath were removed through the sheath and there was no patient injury. A post dilatation with a 22 mm balloon (true dilatation) was performed  and valve reached the nominal diameter.  Patient outcome is ok. As per medical opinion the root cause is unknown. The doctor said that the level of calcium was not high, the valve was implanted directly, no vessel tortuousity.  The volume of the balloon did not reach even 100% when the rupture took place.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal balloon burst with no missing balloon material. The rupture measured approximately 35mm from the distal tip. Scratches at the flex shaft approximately 100mm from the flex tip were observed. No case imagery or device photographs were provided for review. No relevant functional testing was able to be performed due to the condition of the returned device. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. All measured locations were within specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the complaint event code. Complaint history review from july 2019 through june 2020 for the commander delivery system (all models and sizes) revealed other returned complaints. No manufacturing nonconformances were identified. Available information suggested patient and/or procedural factors likely contributed to the reported events per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the condition of the returned device. A manufacturing non-conformance was not identified during the evaluation (measurement of balloon wall thickness was within specification). Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. As reported, ¿the level of calcium was not high, the valve was implanted directly, no vessel tortuosity¿. Although the calcium in the vessel was not reportedly high, scratches observed on the flex shaft can be an indicative of device interacting with calcification. Present of calcification can be a challenging anatomy for the balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon material and make it more susceptible to burst when inflated. Although a definite root cause was not able to be determined, available information suggests patient factors (valvular calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.